Manufacturer narrative:
Arrow buttons did not respond due to unlock connector on lcd keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and the up button does not work. The customer¿s blood glucose was unknown at the time of incident. No significant events leading to keypad anomaly were observed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.